Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the evacuator drain would not suction properly. The complainant also stated that the wound drain was not occluded and that the device was not kinked. The patient allegedly developed a seroma. Another device was placed.